Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse suspected faulty screen and pcb, so the fse replaced the screen and pcb to resolve the issue. The machine was repaired and returned for clinical use.

Event description:
It was reported that during routine check performed by customer, the cs300 intra-aortic balloon pump (iabp) unit had a screen error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.